Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Common device name: intravascular administration set d.2. Medical device type: fpa h.6. Investigation summary: "material #: 367392 lot/batch #: 2346256 bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing, each used to fill 10 vacutainer tubes, and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found with the sleeve falling off during use. No patient impact was reported. The following has been provided by the initial reporter: defect: when removing the needle, the rubber cap at the rear end of the blood collection device loosened and fell off. Quantity: 1 piece. Impact: no impact on patients or users.